Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the head would not engage with the stem. The surgeon fixed the head with a gentle knock. When he attempted to attach the liner the head popped out and fell. A different implant was opened and implanted.